Manufacturer narrative:
Investigation findings are not available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon fell apart with pieces left inside. She was able to manually remove it. The consumer did not seek out medical assistance. There were three attempts to follow up with consumer. No further information is available at this time.